Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pelvic/tibial array broke intra op when surgeon was tightening. Tha case delayed for 5 minutes.

Event description:
Pelvic/tibial array broke intra op when surgeon was tightening. Tha case delayed for 5 minutes.

Manufacturer narrative:
Reported event: it was reported that the array broke intra op when surgeon was tightening. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. (B)(4) has been initiated in regards to missing product. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 19180515 and accepted into final stock on 08/13/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot number 19180515 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.